Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the fan speed was low on the video processor. There were no reports of patient involvement.

Manufacturer narrative:
The customer reported backflow in blood tubing and returned 6 samples of material 10015414. Of the 6 samples, 2 were unopened; 3 were opened and deconned; 1 was not deconned, and it contained too much blood, this set was not tested. There were two lots returned: 23075418 and 23105526, it is not known how many samples for each lot. The sets were all tested with blue dye water in one bag, and normal tap water in the other. Going both directions with all samples, the issue of back flow was not able to be replicated. Whether by gravity priming or by infusing through alaris pumps at 125 ml/hr, there was no issue. The slide clamps on the sets were measured, and were within specification of the drawing. The complaint of backflow was unable to be replicated. The root cause for the issue is unknown without a replicated failure. Bd does take this concern very seriously, and the root cause is potentially clinical practice. Our clinical team has looked into the issue as well. Device history record review for model 10015414 lot number 23115461 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.